Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The caller initially faced issues loading the cartridge onto the pump despite following the on-screen instructions. Technical support assisted the caller in filling and loading a new cartridge. Ultimately, the caller was able to complete the load process and resume insulin delivery successfully.